Event description:
It was reported to philips that the device was not booting up as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc was not booting up. Upon troubleshooting rse found that the host pc was defective and rse suggested to replace the host pc. The same issue reoccurred in the follow-up case, rse guided customer to troubleshoot. Rse found the software needs to be loaded. The rse suggested to replace the new hard drive and load software to resolve the issue reported. The codes were updated based on the investigation outcome. Evaluation method code was corrected.